Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with thermal damage at the yaw pulley, exposing the electrode. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to the user. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley - exposed electrode to be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. A review of the instrument log for the maryland bipolar forceps (471172-17/k10220202 0239) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2022 on system (B)(4), with 12 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had thermal damage at the yaw pulley, exposing the electrode is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps was observed to have a have an issue/fault and was given to central processing. There was no reported patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter who noted that they were only told that the instrument was broken. No further details were available.